Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation" against right device. The device remains implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening in the device on the posterior side assessed as fold flaw opening. Additional observations: creases and wear abrasion observed on the shell.

Event description:
Patient reported "deflation" against right device. The device has been explanted.